Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer observed an unintended movement on universal surgical manipulator (usm) 3's tornado axis once the usm was already docked. There was no impact to the procedure, but the customer was surprised it had moved on its own. The technical support engineer (tse) reviewed the event logs and confirmed the system detected that the clearance buttons were pressed. The clinical sales representative (csr) would verify the clearance buttons functionality after the procedure and would call back. The csr called back for further troubleshooting. The tse guided the csr to try both clearance buttons and the csr explained that both buttons were working as expected. The tse also guided the csr to connect a cannula and instrument to arm 3 and move it with the console controllers, which he did and explained that he could not identify any issue. The tse asked the csr if he could confirm with the operating room (or) personnel that there was no accidental press of the instrument clearance buttons nor was there a hit of the arm, which the csr confirmed with the customer. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The field service engineer (fse) worked with the clinical sales representative (csr) over the phone to perform test and all was working as expected. The system was working properly, and no additional action was required as the issue was resolved.